Manufacturer narrative:
The field service engineer could not find specific cause for the issue. The rinse mechanism tubing was replaced as it was suspected there may have not been enough vacuum to clear out the reaction cuvettes. Ise checks were performed. Previous calibrations and control recovery were acceptable. The dispense concentration of a system reagent was checked. Mechanism checks were performed and rinse levels were verified. All mechanical and operational checks passed. The customer ran controls.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 109 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 140 mmol/l. The repeat value was deemed correct. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. Although no specific cause was found, the investigation determined the service actions resolved the issue.